Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy (with complications)/ pregnancy (live birth with complications) 2007') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device (miscarriage-2005), pregnancy with contraceptive device (live birth with complications on (B)(6) 2006) and parity 4. On (B)(6) 2001, the patient had essure inserted. In 2007, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced puerperal pyrexia ("postpartum febrile sensilase"). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device and puerperal pyrexia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered pregnancy with contraceptive device and puerperal pyrexia to be related to essure. The reporter commented: the plaintiff experienced two other pregnancy episodes under essure which is captured under case numbers: (B)(4) (miscarriage, 2005) and (B)(4) (live birth on (B)(6) 2006). The child born on (B)(6) 2006s, ufered birth defect which has been captured under the case: (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy (with complications)/ pregnancy (live birth with complications) - 2007') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device (miscarriage - 2005), pregnancy with contraceptive device (live birth with complications -(B)(6)) and parity 4. On (B)(6) 2001, the patient had essure inserted. In 2007, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced postpartum disorder ("postpartum febrile sensilase"). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device and postpartum disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered postpartum disorder and pregnancy with contraceptive device to be related to essure. The reporter commented: the plaintiff experienced two other pregnancy episodes under essure which is captured under case numbers (B)(4) (miscarriage - 2005) and (B)(4), (live birth - (B)(6)). The child born on (B)(6) suffered birth defect which has been captured under the case (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.